Manufacturer narrative:
The manufacturer previously reported a patient's blood oxygen level was allegedly low while using a bipap a40. The patient was manually ventilated. The device was returned to the manufacturer's service center for evaluation. The device's event log was reviewed by the manufacturer and found no ventilator inoperative conditions logged during the time of the event. The device was tested and was found to operate and alarm to design specifications. No parts were replaced by the manufacturer. The manufacturer concludes the device did not cause or contribute to the patient's low blood oxygen level.

Event description:
The manufacturer received information alleging a patient's blood oxygen level was low while using a bipap a40. The patient was manually ventilated. The device has yet to be evaluated by the manufacturer's service center. A follow up report will be submitted when the manufacturer has completed the investigation.